Manufacturer narrative:
(B)(6). Method: the subject mr290v vented autofeed humidification chamber was requested to be provided to fisher & paykel (f&p) healthcare new zealand for evaluation. Results: the subject device was not returned to f&p healthcare for evaluation. A visual inspection of the provided video confirmed that the device failed the ventilator leak test. There was no visible damage to the chamber's dome or base. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to determine the cause of the reported issue. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. These requirements and specifications encompass user needs, performance requirements, international product standards as well as quality system requirements. All mr290v vented autofeed humidification chambers are visually inspected during the manufacturing process. Additionally, every mr290v vented autofeed humidification chamber is leak tested at the completion of the assembly process. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed chamber state the following: - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected. - do not use the chamber if the seals are not intact when received, or if it has been dropped.

Event description:
A distributor in colombia reported that an mr290v humidification chamber failed the ventilator pre-use leak test. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in colombia reported that an mr290v humidification chamber failed the ventilator pre-use leak test. There was no patient involvement reported.